Event description:
(B)(4). No serious injury alleged. Provider alleges broken pivot link. Malfunction alleged.

Manufacturer narrative:
(B)(4). No RMA has been issued. The malfunction has not been confirmed.